Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5 using a competitor cage and rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2009: patient presented with low back pain. Positive discogram with large annular tear l4-l5 and failure of non-operative treatment. Status post artificial disc replacement l5-s1. The patient underwent the following procedures: anterior lumbar inter-body fusion. Lateral extra-pedicular discectomy l4-l5. Placement of peek l4-l5. As per-op notes, " a peek cage 12mm * 55mm was chosen. It was filled with rhbmp-2 and tamped into the interspace"no patient complications were reported. The patient also underwent review of systems and physical examination. Impression: positive diskogram, l4-l5, with annular tear. Post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.